Manufacturer narrative:
Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.

Event description:
The customer reported that the ventilator experienced a 1009 error code indicating a pressure error autozero failure. The context of when the device malfunction was found is unknown, however, there was no patient or user harm reported. There was no delay to patient therapy reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse provide the customer with the part ids for the data acquisition (da) board. The customer has reported that he has ordered the part to address the issue and will call back if the da board does not resolve the issue. No other anomalies were reported.